Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Implantation occurred in 2013 medical devices: item # unk, taperloc stem, lot # unk, item # unk, hip-unknown-liners-unk, lot # unk, item # unk, hip-unknown-heads-unk, lot # unk. (B)(4).

Event description:
It was reported that a patient underwent a left hip revision due to a pelvic fracture approximately 5 years post initial implantation. The acetabular wall fracture caused the cup to migrate into the pelvis. Attempts have been made, an no further information is available.

Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. The reported event was confirmed from xrays. No devices or photos were received; therefore the condition of the devices is unknown. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. X-rays review by radiologist states the left acetabular cup has extended through the acetabular barrier and into the pelvic cavity. There is an abnormal introduction of the arthroplasty system into the pelvic cavity which can impress upon pelvic contents. The fracture cannot be identified on the image, it can be assumed in the post-traumatic setting in which the acetabular cup and arthroplasty system has been malpositioned into the pelvic cavity, likely related to fracture of the bones in the left hemipelvis. Also suggested is polyethylene wear of the right acetabular cup. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.